Manufacturer narrative:
The customer was able to correct the reported problem. No site visit required by a ge representative. The system operates as intended.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.